Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that unknown patient was experiencing an excruciating pain. The patient mentioned that the ipg was not functioning as intended. The patient was placed in a mental ward in a hospital. No further information has been obtained despite good faith efforts.